Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. As the physician had difficulty advancing a 7.0mmx15mmx150cm express sd renal/biliary stent in the patient, the device kinked. They were not able to use it. They removed the stent and did not deploy it. The procedure was completed with a different device.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for analysis. Returned product consisted of an express sd stent delivery system (sds) with the stent and an express sd inner packaging pouch. The batch number on the returned packaging and the sds matched the reported batch number. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secure between the markerbands. The mid-shaft was kinked 1.5cm and 3cm from the guidewire exit notch. There was no evidence of any material or manufacturing deficiencies contributing to the shaft kinks. There was no damage to the stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. As the physician had difficulty advancing a 7.0mmx15mmx150cm express sd renal/biliary stent in the patient, the device kinked. They were not able to use it. They removed the stent and did not deploy it. The procedure was completed with a different device.